Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 322mg/dl while wearing the pod between 4 and 24 hours on the leg. Subsequently, patient visited the emergency room and was treated for "high bg levels." When pod was removed, cannula was found bent. It should be known that mother advised patient was "not quite in dka [diabetic ketoacidosis]." Treatment included intravenous delivery of saline to flush patient's system and hydrate, administration of insulin via insulin drip, and increase in personal diabetes manager's basal delivery settings.